Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed low out of range impedance measurements. The patient had received an inappropriate shock. Normal shock impedance measurements were displayed. Sensing measurements were 1.5 mv. Approximately two years earlier, the patient had heart surgery and impedance/sensing measurements had decreased, however, were within acceptable range. As the data revealed consistent trending data, a decision will be made regarding lead revision. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As of this date, this system remains implanted and in service. Should additional information become available, this event will be updated.